Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was primed and connected before the patient line extension was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a failure to follow therapy steps during peritoneal dialysis therapy. The caregiver stated that they connected the home patient, but forgot to add a patient line extension before connecting the patient. The technical service representative advised the caregiver to start over with new supplies. The caregiver would use new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.